Event description:
It was reported that patient's right atrial (ra) lead insulation was breached and caused pocket stimulation. Lead is scheduled to be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead developed cosmetic esc while in vivo and was observed to have blood ingression. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator (ipg), (B)(6) 2009; 4068 implantable pacing lead, (B)(6) 2000. (B)(4).